Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was at 43.5 during initial testing. Post remediation the device would not reach far above 30. Board did not seem to respond to temperature controls at all. No damaged or corrosion seen. Device tested again and able to hit temperatures. Device had an intermittent heater issue. The event occurred during bench test. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. H3/h6: the pump was returned for analysis. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.